Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that red bearing is broken.  There was no patient involved. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown, g2: country of origin is japan, h3:product analysis for product:9560524, lot no:my18m001r during the inspection at the time of acceptance, the requested issue was duplicated, and it was observed that the handle was stuck, and that the joint was worn. In addition, the handle screw was stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and the cable must be cut to repair. In addition, the handle screw was stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and the cable must be cut to repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.